Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they assisted by paramedics on (B)(6) 2017 at 5 pm with a blood glucose level of 26 mg/dl. The customer fainted after standing up. The customer was not taken to a medical facility. The customer did not mention any symptoms of their blood glucose levels, but stated that they were treated at home. The customer was treated with dextrose. The customer was wearing the insulin pump during the hospitalization. The insulin pump will not be returned for analysis